Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of lost sensor alarm with the sensor she inserted in the morning. The customer verified that the value has always been low at 0.06 mg/dl. The customer mentioned that the electrode was missing. The customer's blood glucose reading was unknown. The product was not returned for analysis.